Event description:
It was reported that during implantation in analyzer program, we had normal impedance measurements, then we connected the lead into the new device impedance shows bigger than 3000 ohms. To take a control we measure again over analyzer and old device, and it shows normal lead measurements. So I decided to give a new device and we had seen the same problem. The physician decided to connect the old device, because we don't know the problem. On (B) (6) 2008, we had an trouble shooting. Patient status: ok.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found.